Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 3pm. The patient manages her diabetes with metformin pills (amount not specified). The patient reportedly continued to administer her usual dose of medications. About 10 minutes later, the patient claimed she felt a symptom of shaky. The patient took glucose tablets/ glucose gel as treatment. The patient obtained a blood glucose result of ¿65 mg/dl¿ with another meter. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.